Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not recharged the scs system in years due to having a pain pump implanted to manage her pain. The ipg could not establish communication with the pt programmer or charger. The sjm representative will contact the pt to address the issue and determine the next course of action.